Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction. The cause of the discrepancy in the programmer¿s estimation of remaining longevity, near eri, was not determined.

Event description:
It was reported that premature battery depletion was suspected on the device. The longevity was 2.6 years in (B)(6) 2016, 1.3 years in (B)(6) 2016 and 4.5 months on (B)(6) 2017. The device reached eri on (B)(6). The device was explanted and replaced. There were no adverse consequences to the patient during and post procedure.